Event description:
It was reported that patient was interrogated and had normal mode diagnostics run but error code 254 interrupts to try again. The interruption message states to make sure the wand was directly over the generator. Troubleshooting and interrogation with different programmer and wand was unsuccessful. Interrogation eventually worked and generator was reset but unable to run diagnostics. It is unknown if patient can feel stimulation since there is a language barrier and patient is mainly nonverbal. Patient experienced increase in seizures with the most recent seizure happening the night before. No trauma is reported to have occurred to device. Internal investigation into similar events was unable to determine a definitive root cause of reed switch failures. The primary root cause is believed to be reed switches sticking in the closed position after extended exposure to magnetic fields. The investigation also identified residual magnetic properties of the generator battery to be a potential contributor; however, testing performed during the investigation found the effect to be highly variable with each magnetic field exposure and any closure of the reed switch impacted by this phenomenon would likely be reversed by subsequent swiping of the patient magnet. Thus, the most likely contributor of the identified complaints is considered to be mechanical sticking of the reed switch blades. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was completed and confirmed the mechanical failure - reed switch stuck closed. No other relevant information has been received to date.

Event description:
It was reported that there was another attempt to interrogate the patient but was unsuccessful. Multiple wands were used without success. Measures were taken to ensure no electromagnetic interference without success. Then new batteries were put in the wand and interrogation was successful. The m1000 generator then presented with error code 254 indicating the device had been disabled. Re-interrogation and running diagnostics were not successful, presenting the same error code. Replacement has occurred and device has not been returned to date. No other relevant information has been received to date.

Event description:
Session report from the date of the event and explant date was received showing diagnostics were within normal limits for both dates. Tablet data was received and a decoder review was performed showing that generator was in a stim inhibited state upon interrogation on (B)(6) 2022. The last measurement of 24 hour lead impedance and voltage was on (B)(6) 2022 and last magnet swipe and inhibition was on (B)(6) 2022. It was concluded that the reed switch became stuck on (B)(6) 2022. No other relevant information has been received to date.

Event description:
The device was received into product analysis which is underway but not yet completed. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect - impact code; corrected data; initial MDR inadvertently omitted appropriate code.